Event description:
It was reported that a patient presented to clinic for follow-up. Device interrogation revealed atrial lead noise and low pacing impedance on the atrial lead. No changes or intervention was performed, the atrial lead will continue to be monitored. Patient condition was stable.